Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the gum health brush head which is an accessory. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the gum health brush head were falling out. No injury reported.